Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen (200 mcg/ml at 167.0 mcg/day) via an implanted pump. It was reported that the patient was experiencing baclofen withdrawal. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The patient¿s 24-hour dose/flex doses were adjusted. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative (rep) reported the patient was having withdrawal symptoms therefore the healthcare professional (hcp) was requesting to have the dose adjusted. The rep was not with the provider at the time of the initial call. The rep called back for assistance programming flex dose. The hcp requested a 12.5% decrease but the programmer would only allow 4%. Tech services reviewed flow rate limitations. The rep called back with the hcp for assistance programming a different flex pattern.